Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the distal part of the teflon pad was detached. And the entire teflon pad was worn. The manufacturing history was reviewed, with no irregularities noted. It is likely that since the physician activated output while grasping nothing in the grasping section or continued to activate output after resecting the tissue, the teflon pad was worn. After that teflon pad was detached during a cleaning of the grasping section. The instruction manual of sonosurg scissors already states; warning: do not activate output when nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section and the probe or cause them to detach. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for a vats, the distal end of the grasping section of the subject device was deformed. The physician withdrew the device and confirmed that the distal part of the teflon pad was disappeared. The physician looked in the patient's body cavity for the distal part. Later, the nurse found the distal part on an instrument table. The nurse said that the distal part had been detached during a cleaning of the grasping section. The physician replaced the subject device with a different device. The procedure was completed as scheduled. There was no patient harm reported.